Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of placement signal issue was unable to be determined as limited clinical details were provided.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right aorta in a 75-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the placement signal was off by 20 mmhg compared to the arterial line. Pump positioning was verified by echocardiogram. After one day and 15 hours on support, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 3.2 l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.